Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a daily inspection, the cs300 intra-aortic balloon pump (iabp) unit's blood leakage detection voltage was out of the specified range. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Low voltage value for blood detection calibration. Replacement of blood detect tube. The fse replaced the blood detect tube (0008-00-0312). Operation confirmed good. After each work, the fse checked the operation based on the inspection record sheet and confirmed that it is working well at the moment. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The fse handed over equipment to customer.